Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that on (B)(6) 2017, the patient was admitted to the hospital due to a renewed increase of pump and hemolysis parameters and an anomalous acoustic measurement with the presence of third harmony. The decision was taken to carry out immediate lysis therapy due to the presence of intra-pump thrombosis. The pump and hemolysis parameters returned to the normal range following lysis therapy. No third harmony was detected during acoustic measurement. The patient was transferred back to the original facility and no anomalies were detected in the pump and hemolysis parameters over the subsequent weeks. The control unit log files and the technical evaluation of the assist technology were provided to the manufacturer. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient received lysis therapy after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.